Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, at 2:20 pm, the patient experienced sudden cessation of spontaneous breathing and cyanosis of the face and mouth. The patient was given tracheal intubation and assisted breathing with a ventilator. At 8:30 am on march 14th, when the shift was handed over, the parents of the child reported to the nurse station that the ventilator had stopped working, causing a decrease in blood oxygen and a poor complexion. Medical staff immediately went to check, and the device indicated that it had entered standby mode since 8:25. Resuscitation airbags were immediately used to assist ventilation for the patient, and the standby mode of the ventilator was cancelled. At 8:32, the ventilator was started and connected to the patient. The patient's blood oxygen level increased and their physical signs remained stable.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, at 2:20 pm, the patient experienced sudden cessation of spontaneous breathing and cyanosis of the face and mouth. The patient was given tracheal intubation and assisted breathing with a ventilator. At 8:30 am on (B)(6), when the shift was handed over, the parents of the child reported to the nurse station that the ventilator had stopped working, causing a decrease in blood oxygen and a poor complexion. Medical staff immediately went to check, and the device indicated that it had entered standby mode since 8:25. Resuscitation airbags were immediately used to assist ventilation for the patient, and the standby mode of the ventilator was cancelled. At 8:32, the ventilator was started and connected to the patient. The patient's blood oxygen level increased and their physical signs remained stable.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.